Event description:
A biomedical technician reported to customer service that new ro membrane (marcor w3t577640-kit, memb full fit, replace, 23g hsng) causes itch, bacteria will not clean. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).